Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had minor scratches on the display window, a cracked case at the display window corners, a cracked belt clip slot, a cracked reservoir tube lip and a stained end cap sticker.

Event description:
It was reported that the customer was trying to get a replacement insulin pump although it may not have an active warranty. Customer stated that she got an email about the warranty. Customer reported that 3 corners of the lcd screen had cracks with one of the cracks going up toward the battery area. Customer stated that she pulled the pump out of her bra to bolus it and noticed the cracks. Customer's blood glucose level was 106 mg/dl. Customer has cracks on the bottom left and top right corners of the lcd screen. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. Customer also had a question about upgrading the pump. No additional information provided.